Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented to the intensive care unit (ICU) after experiencing inappropriate shocks and antitachycardia pacing therapy due to noise on the right ventricular lead. Episodes of ventricular fibrillation (vf) and non-sustained oversensing were recorded on (B)(6) 2019 with decrease of high voltage lead impedance. The patient had an open lung biopsy on (B)(6) 2019 and patient had other unrelated underlying medical problems. Tacky therapy was disabled to prevent further shocks. The patient was unstable before the programming change and was placed on a ventilator.